Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to patient). Product problem(s): "system message displayed" (device displays error message). The operating room mgr reported that the system's motorized IV pole would not go up or down during set up and a system message was displayed. A pt had already received anesthetic block, and that pt's surgery was aborted.

Manufacturer narrative:
A company service rep examined the system and replaced the IV pole controller pcb (printed circuit board). The software was updated. The system was tested and found to meet all product specifications. No sample was returned for eval and root cause analysis. The customer's complaint history was reviewed; there were no add'l similar complaints associated with this system. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unk at this time. (B)(4)